Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on a homechoice (hc) device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2367 was reported to occur but upon evaluation of the event logs it was determined that a system error 2240 occurred prior to system error 2367. Subsequently, the reported problem has been confirmed as a system error 2240. Should additional relevant information become available, a follow-up report will be submitted.